Manufacturer narrative:
Date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the stimulator worked great at first but then all of a sudden the stimulator quit working. Patient mentioned their implant stays at 80% charged and has not decreased for 3 days. Patient mentioned every once an a while they can charge their implant to 100% and they charge every day. Patient mentioned they would reset their controller. Patient said they were hoping they would be able to use the device to give them some type of relief. Agent asked clarifying question and patient stated they had probably been noticing the issue for weeks. Patient stated they did x-rays showing the leads were still right and the leads had rotated but was told manufacturer representative (rep) can reprogram around that.  Controller showed 100% and ins 80%. Agent confirmed stimulation was on and walked patient through adjusting therapy; patient confirmed they were able to feel stimulation in their lower back. Patient stated there was a point where they could not feel the stim but they could feel it quite a bit. Agent reviewed external equipment are functioning as intended. Agent informed patient to monitor and see how that works for patient. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned historical information; patient mentioned they had so much scar tissue their leads couldn't reach t8 and t9 so the leads were surgically implanted in their back with 18 staples and spent the night in the hospital. Patient noted they had the reprogramming 3 weeks ago and had 5 back surgeries. Patient mentioned they are on hydrocodone and fentanyl patches.